Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 129 mg/dl at the time of the incident. Approximate size of air bubbles was little bit bigger than a soda pop bubble during troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill test to reservoirs. No air bubbles. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles . Also ran basal, bolus occlusion test as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm pump. Conclusion: reservoirs no air bubbles and no occluded. Date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2018.